Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented with nerve stimulation, a chest x-ray confirmed that the lead was dislodged. On (B)(6) 2016 during a lead revision, the physician found the guidewire could not be removed. A new lead was placed successfully with no adverse events to patient.